Event description:
It was reported that the customer was calling for his mom he noticed there is an odor coming from the canister he has been troubleshooting and realized he had it backwards so he switched it and noticed the odor go down they have only used it a limited time but has had it for a while but there is still an odor so he thinks his mom got a uti from the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.